Event description:
Siemens healthineers was notified of a rib injury to a patient undergoing a breast MRI exam using a magnetom avanto system. Allegedly, the patient had high body mass limiting the space inside the MRI bore. The patient allegedly panicked inside the bore thrashing and complaining of a rib injury. Our investigation couldn¿t confirm the exact nature and extent of the alleged injury and whether it needed any medical attention or intervention.

Manufacturer narrative:
H3, h6: the investigation is ongoing. A supplemental report will be submitted upon the receipt of additional reportable information and/or investigation completion.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment does not indicate a system failure or malfunction, and no non-conformity was identified. Per the complaint report a patient sustained a rib fracture during their mr examination with a breast coil on (B)(6) 2025. According to the information received, the patient was larger / heavier. It was attempted to move the patient into the bore, but during the first try the patient indicated that it was too tight. The patient was removed from the bore, and some cushions were removed to provide the patient with more space. The patient wanted to try to be examined a second time. This time, the patient fit into the bore, however the space around the patient was limited. This caused the patient to become anxious and claustrophobic and she yelled and thrashed in the bore. When the patient indicated that she heard her rib "pop", she was immediately removed from the bore. The patient was advised by the technicians to have her ribs examined at the emergency room or the urgent care clinic immediately after the examination and again on the afternoon of the same day when the patient called the imaging department stating that her ribs were still very sore. According to information received by the hospital imaging department, the patient's MRI breast examination was completed using a wide bore MRI at a different hospital on (B)(6) 2025. On (B)(6) 2025, the patient underwent a nuclear bone scan to check for cancer metastasis and to check her ribs for fractures. The customer informed siemens healthineers that they were informed that the patient suffered rib(s) fractures but had no additional details regarding treatment. The name of the patient¿s physician was not provided. Positioning the patient in a way that prevents injuries when moving the table and during the examination lies in the responsibility of the customer. Please always make sure that the minimum distance of 5mm between patient and tunnel covering is always maintained.